Manufacturer narrative:
(B)(4).

Event description:
During implant, while placing the lead, the stylet could not be inserted. The lead was replaced with no adverse consequences for the patient.

Manufacturer narrative:
The lead was returned for evaluation. Visual inspection revealed no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination revealed the inner coil was over-torqued at the connector region. The results of the investigation concluded that stylet obstruction was due to the inner coil being over-torqued in the connector region which occurred at the time of implant.